Event description:
Surgeon implanted 2 latera devices during septoplasty and turbinate reduction. Right side latera migrated out of place, moving upwards until the pronged tip was approx. 1 mm away from tear duct. The latera continues to be out of place. Breathing through right nare and sinus is worse than pre-op.